Event description:
It was reported that the patient was a flight medic and was in airports frequently for her job. It was stated that the last time the patient went through the security gates "it reset" and the patient had to "a bunch of things with the programmer" to reset the device. It was reported that stimulation was on with this occurred.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).